Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a flu and high blood glucose on (B)(6) 2016 with blood glucose of 300 mg/dl. The customer states ever since the blood glucose level has been running in the 300 mg/dl. The customer did not experience any symptoms. The customer was treated with manual injection. The insulin pump will not be returned for analysis.